Event description:
A ventilator was returned to the manufacturer service. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During the evaluation of the device, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.